Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7070898.

Event description:
It was reported that the patient developed a postoperative infection at ipg and lead site. Symptom of pain noted in incision sites. It was unknown if the infection was device or procedure related. The patient was prescribed antibiotics and has recovered.

Event description:
It was reported that the patient developed a postoperative infection at ipg and lead site. Symptom of pain noted in incision sites. It was unknown if the infection was device or procedure related. The patient was prescribed antibiotics and has recovered. Additional information was received that the patients infection continued and there were two open abscesses at the patients back as a result of infection. It was mentioned that the implanting physician did not place the patient on antibiotics right after the implant procedure which could have prevented the infection from happening. The patient will undergo an explant procedure.

Event description:
It was reported that the patient developed a postoperative infection at ipg and lead site. Symptom of pain noted in incision sites. It was unknown if the infection was device or procedure related. The patient was prescribed antibiotics and has recovered. Additional information was received that the patients infection continued and there were two open abscesses at the patients back as a result of infection. It was mentioned that the implanting physician did not place the patient on antibiotics right after the implant procedure which could have prevented the infection from happening. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned.